Event description:
A malfunction alarm was reported on the pump, with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in doing so, after which the issue did not recur. The customer was able to continue using the pump, acknowledging and understanding the resolution provided.